Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported error codes related to a spi bus failure. No patient involvement / harm.

Manufacturer narrative:
Resolution and disposition: follow up attempts were made to obtain repair information from the customer. If information is received, the complaint will be updated.

Event description:
The customer reported error codes related to a spi bus failure. Spi bus is an internal communication link between the cpu and peripheral subsystems. No patient involvement / harm.